Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she got replacement insulin pump and now it was not working. Customer's blood glucose level was unknown. Customer reported that she used old battery from her damaged insulin pump to her replacement insulin pump. Customer was advised that the insulin pump needed a brand new fresh battery from the package, customer did not had any new battery. Customer will call back once she was able to get a new battery. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.